Event description:
It was reported the pump was infected. A culture of the pump was planned. It was unknown when the infection started. The pump and ca theter were explanted. The patient status was indicated as alive; no injury. The pump was delivering gablofen.

Manufacturer narrative:
Analysis of the pump and the pump connector revealed no anomalies. The distal portion of the catheter was returned. Analysis revealed that the catheter body was deformed in shape and/or abraded. However, this did not effect infusion.

Manufacturer narrative:
Concomitant products: product ID 8575, lot# n0053372, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type accessory; product ID 8709, lot# l78724, implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.